Event description:
The lay user / patient contacted lifescan (lfs) alleging that the meter was set to the incorrect unit of measurement (uom). The medical affairs specialist (mas) mailed a letter since the user could not be reached by telephone for further clarification. The patient mentioned that approximately two months ago her meter read 14.6 mmol/l (262 mg/dl) and felt dizzy and thirsty at the time of testing. The patient was taken to the ER by her family member and received insulin and was released. There is no information on what her blood glucose reading was in the ER.the patient mentioned that the meter was previously set to the correct uom and was unable/willing to verify she recently went into the meter settings and changed the uom. She had been using expired test strips. Customer care agent (cca) sent the patient a replacement meter. It would have been helpful to know the patient's diabetes regimen, readings prior to the incident, how soon after testing she went to the ER, reading in the ER and the diagnosis. This complaint is being reported as an adverse event. The user experienced symptoms, received what she interpreted was a low reading, went to the ER due to the meter readings and received insulin.

Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report. Follow up #1/supplemental report text -02/28/2006: the lay user/pt's meter has been returned and evaluated by lifescan product analysis on 02/11/2006 with the following findings: the meter involved in this case has passed testing. The meter was in mmol/l, cal code 25, and date/time -02/11/06, 15:44 pm when it was received. The meter was manually reset from mmol/l to mg/dl units of measure. This is not a locked meter and it was set as variable units of measurement. If any add'l info is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.